Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b6. H3, h4, h6: part: 240.041. Lot: h144841. Part manufacturing date: july 21, 2016. Manufacturing site: elmira. Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h144841 of 4.5 mm lcp proximal tibia plates was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot met all specifications with no issues documented that would contribute to this complaint condition. Visual inspection: the lcp proximal tibial pl 4.5/5 lat le shaf was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the plate was broken. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. - 4.5 mm lcp proximal tibial plate. Investigation conclusion: the complaint condition was confirmed for the lcp proximal tibial pl 4.5/5 lat le shaf. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D6, d9.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient¿s tibial support plate broke. The patient received the plate in (B)(6) 2020, and it was discovered to be broken on (B)(6) 2021. The patient underwent a revision surgery on (B)(6) 2021, the plate was replaced with another plate. The patient was reported as fine. This report involves one (1) 4.5mm lcp proximal tibia plate 8 holes/154mm-left. This is report 1 of 1 for (B)(4).